Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas sleep/wake button was unresponsive once during the day; the user placed the device on a charger and it powered on, confirmed the latest firmware, and performed a restart from the ilet app, with no effect on blood glucose. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with a key or button not working, localized to the switch component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.